Event description:
A nurse reported a system message (sm) displayed during a vitrectomy procedure. She stated the source tank indicated it was full; however they changed the tank, the cassette, rebooted and no change occurred. She stated they then readjusted the hose to console connection and the sm cleared. Following a 20 minute delay for troubleshooting, the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).